Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for eval. Review of device history indicates this is the original. Front panel membrane. Our analysis of data indicates for reports of this type is attributed to high contact resistance within the front panel membrane and that keys do respond. However, they need to be pushed harder to activate. Due to the fact that the device can still administer therapy. Reports of this nature do not typically meet the criteria of reportability. Analysis for reports of this type has not identified an increase in trend.